Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 103205, lot# 405090 taperloc por fmrl 11x142. Cat# 139268, lot# 520240 m2a-magnum 52-60mm tpr ins std. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00246 the customer has indicated that the product will not be returned to zimmer biomet for investigation as as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right metal-on-metal total hip arthroplasty that was subsequently revised approximately thirteen (13) years later due to painful metal-on-metal right hip with increasing metal ion levels. During the revision a large, nonpurulent dark, fluid collection was encountered as well as granular dark material throughout the hip. The acetabular component was found to be stable and in great position and was retained. Trunnion was also found to be intact with no significant corrosion. Metal head was explanted, all other components remained implanted. No intraoperative complications reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed that was subsequently revised approximately thirteen (13) years later due to pain and elevated metal ions. During the revision, a dark fluid collection was identified, and the pseudotumor debrided. The stem trunnion showed no signs of corrosion and the shell was intact. The head was revised and replaced with a ceramic head. No complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.